Event description:
It was reported that during the implant attempt, the lead was repositioned several times due to small r-waves. The stylet was then not able to be fully advanced into the lead. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor had blood/fluid obstruction. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant. The blood in the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed.